Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine via an implantable pump for non-malignant pain and multiple back operations. Regarding the dose / concentration of morphine, it was described as being really low but they didn¿t remember what it was. It was reported the patients pump was empty as they missed their refill. They started hearing a triple beep (pump alarm) which started about three weeks ago". The date (B)(6) 2020 is considered an approximate date of event (specific month and year known only). The reason they missed their refill because they fired the physician and needed to find another physician to refill the pump. It was indicated that the physician had not helped the patient for over a year. The physician had cut the medication so severely because of opioid crackdown and the patient was in constant pain and still was. Physician listings were sent as requested. On (B)(6) 2020 a consumer further reported that they received the healthcare provider listings. The patient was awaiting a response from a physician yet that they had called from the list. It was further noted that the patient¿s personal therapy manager handset was not turning on. At the time of the report it was advised they try a different outlet. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported their pump was refilled with saline on (B)(6) 2020 to prevent it from becoming damaged. The pain was being managed with medication. The patient was currently seeking approval for a stimulator.